Event description:
It was reported that the patient had concerns with their device. It was indicated that they believed their "pump did not test correctly in (B)(6)." Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model#8731 serial#(B)(4) implanted: (B)(6) 2005 explanted: unk.